Event description:
It was reported that, on literature review ""femoral neck-shaft angle in extra-capsular proximal femoral fracture fixation; does it make a tad of difference?"", three (3) patients who underwent primary implantation with an intramedullary hip screw system to treat a proximal femoral fracture, experienced the cut out of the lag screw. The specific measures taken to resolve this adverse event as well as the patients' outcome are not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Walton, n. P., wynn-jones, h., ward, m. S., & wimhurst, j. A. (2005). Femoral neck-shaft angle in extra-capsular proximal femoral fracture fixation; does it make a tad of difference?. Injury, 36(11), 1361-1364. Doi: 10.1016/j.injury.2005.06.039.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, the aged literature article was reviewed. However, it was reported no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported events include excessive forces applied to implants, traumatic injury and surgical technique. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).